Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate a 79 years old male patient (~200lb) in cardiac arrest. The cardiac arrest was witnessed by the responding ems crew. The crew immediately started CPR and secured an airway. The user installed the new lifeband (lot# unknown) to use with the platform, the patient was properly positioned and the device was turned on, however, the platform could not make compressions. There were no user advisories displayed on the autopulse platform. The crew attempted to troubleshoot the unit multiple times without any success. The crew reverted to manual CPR for about 32 minutes during the transport to the hospital. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced in the hospital. Per the reporter, the patient's death was not related to the autopulse platform. After the call, the lifeband was examined, and found that the belt guard was not "clicking" into place as it should. The second new lifeband (lot# 168485) was placed, however, the same issue was noted also. Per the reporter, upon examining the lifebands, it appears that the lifeband belt guard on one side that latch into the autopulse platform will not click into place as expected. The third lifeband was installed and the platform worked properly. The first lifeband used during the call was disposed of by the customer and will not be returned for evaluation. Please see the following related MFR reports: MFR 3010617000-2023-00512 for autopulse lifeband 2 of 2 (lot# 168485).

Manufacturer narrative:
The lifeband used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.